Manufacturer narrative:
The customer information and initial reporter information was not provided.

Event description:
The advocate stated one of the customer's blood glucose results was displayed as 6.9 on the breeze2 that was purchased in the u.s. No adverse event was alleged. Meter was not replaced and not expected to be returned at the time of the call.